Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 health effect - impact code has been provided as it was unable to be selected on the initial report. H6: investigation findings - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample.h6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal evolution device was received for product evaluation. The evolution body of the device was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the device was mated with the hemostasis sheath that was in the rear lock position with the color bands fully exposed. The collagen was completely exposed and appeared to have been tamped. The collagen was then inspected under microscopy for the presence of the anchor. The anchor could not be visualized. The portion of the compaction tube could be seen exposed at the distal end of the sheath and was bent in a curved shape. The button of the device was 'hard' upon receipt. No other visual anomalies were noted. Functional testing was performed, and the compaction tube was removed manually. The button was pressed and hold, and the suture was withdrawn by pulling manually. The suture was released as intended and no functional anomalies were noted. For further evaluation, the device was disassembled and the gearbox assembly visually inspected. The rack had been fully advanced to its distal movement stop. The suture could be seen tethered to the suture stake. No suture was present on the spool. No gross visual anomalies were observed with the gearbox assembly. IFU states: "pull back on the device handle at the angle of the puncture tract, maintaining a steady uninterrupted motion until the colored compaction marker is revealed." "Note: once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that either the anchor was mispositioned or the tamping sequence could not be performed per the IFU which led the anchor to experience forces greater than the strength of the suture knot leading to its detachment during withdrawal. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: unconfirmed if device was implanted. Explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the placed he angio-seal device over a terumo 0,035 gw, by pulling back the unit, it came out very easily like if there was no anchor at the other extremity. The doctor assumed that either there was no anchor, or it was is in the patient. There was no harm to the patient. Additional information was received on 20aug2020. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta)/ stent of the right external iliac artery, pta of the right femoral artery. A 6fr sheath was used. A pre deployment angiogram was performed. There was too little resistance, the device came out without feeling of the anchor attaching. The patient's condition was stable. Hemostasis was achieved by manual compression. There was some plaque posterior. Less pull force was needed during deployment. It could not be confirmed that the anchor was left in the patient; it could not be visualized, and it is not clear where the location of the anchor is. The collagen came out with the device. There was visual confirmation of the device showing the anchor missing. There was no medical or surgical intervention performed to remove the anchor. It was reported that all pulses palpable on control.